Event description:
Report received from the USA stating that they had an "error code e5-fault in hand piece." The device was being used in a "lumbar laminectomy" procedure. There was no pt or user injury reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the complaint was substantiated. This is most likely due to immersion during cleaning. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).